Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: method of use-posology juvéderm¿ voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reported having a syringe of juvéderm voluma with lidocaine where the plunger fell out while aspirating the plunger. There was patient contact at the time of the event and there were no injuries.